Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that three of the leads had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. The right l1 lead was cut and left implanted in the patient. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.